Event description:
It was reported that during intra-aortic balloon (iab) therapy, iab balloon membrane was unfurled after the balloon was taken from the protective sheath and was "unable to put through sheath". Customer used another (second) same type of intra-aortic balloon (iab) to continue the therapy. The second iab also looked "different than normal" but it was smaller and they were able to get the second unit inserted. Second balloon is in patient and is working without issue. During iab therapy, customer followed all the steps as per IFU for both units. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The one-way valve was also retuned still attached to the catheter. A kink was noted near the y-fitting approximately 76.2cm from the iab tip. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was found 16.5cm from the rear seal. The evaluation confirmed the reported problem. The penetration within the catheter appears to have been caused by a sharp object. It is difficult to determine when the penetration may have occurred, however, it could cause the reported event. No nonconformances were found that are considered to be related to the event. Complaint #(B)(4); record ID (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, iab balloon membrane was unfurled after the balloon was taken from the protective sheath and was "unable to put through sheath". Customer used another (second) same type of intra-aortic balloon (iab) to continue the therapy. The second iab also looked "different than normal" but it was smaller and they were able to get the second unit inserted. Second balloon is in patient and is working without issue. During iab therapy, customer followed all the steps as per IFU for both units. There was no reported injury to the patient.